Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that she went to the emergency room on (B)(6) 2017 after battling high blood glucose issues and was diagnosed with diabetic ketoacidosis. The pod was worn on her abdomen and her blood glucose reached over 400 mg/dl, despite having kept bolusing about 5 units to correct. She was hospitalized until (B)(6) 2017 and the doctor felt the product was at fault. She stated that she was unconscious and does not remember much about the treatment provided, only seeing sodium chloride or IV bag. Adjustments were also made to her basal program, increasing it from 0.60u to 0.80u.